Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unknown date, the patient was hospitalized for peritonitis. The cause of the event was not reported. The patient was treated with a ¿traditional method¿ (not further specified). The patient continued to experience abdominal pain; which is a manifestation of the peritonitis event, and was transferred to a different hospital. Dianeal therapy remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.